Manufacturer narrative:
Lead model 3889-28, lot# v785930, implanted: 2011-(B)(6), explanted: na, programmer model 3037, serial# (B)(4).

Event description:
It was reported that the patient experienced a surging sensation. There was no known accident or incident associated with the complaint. The patient was able to use the programmer to adjust amplitude to a comfortable level. Additional information received reported that the patient experienced a shocking or jolting sensation when sitting in a car with heated seats. Stimulation was turned on and the heated seats were off at the time of the event. It was also reported that the patient experienced more gas, changes in bowel function and changes in menstrual cycle, though this could have been affected by an injection the patient received.

Event description:
Additional information received from the hcp reported that the patient experienced pain at the generator site. The hcp reported that a surgical intervention involving the generator occurred on (B)(6), 2012. The nature of the intervention was not provided and the manufacturer's device registry did not show any changes to the patient's system.

Manufacturer narrative:
(B)(4).